Event description:
A healthcare professional from the injecting office reported "a few days" after injection in the lips and nasolabial folds with 1 syringe of juvederm ultra xc, the pt developed "acute swelling I the nasolabial folds and severe pain." Five days later, the pt was seen for a follow up appointment and was provided vitrase as treatment by a healthcare professional other than the injector. The pt was also treated with a "necrosis protocol" which included treatment with "heat, massage, and aspirin." Necrosis was not observed by the healthcare professional; however, the "necrosis protocol" was provided as a precaution. The pt also received "skin testing" prior to the vitrase injection; results were not specified. After the treatment, pt felt "immediate pain relief' and had the swelling go down. Two days later, the pt was seen by another healthcare professional and was observed to have an "abscess" located in the "buccal frenulum." The healthcare professional "extruded the contents of the abscess" and prescribed "amoxicillin" and an "antibiotic mouthwash" as treatment. Additionally, the pt was referred to an unk oral surgeon for additional unspecified treatment. The swelling has resolved an unspecified amount of time later, and the puss is "gone." There has also been a decrease in pain.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of acute swelling, severe pain, and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.